Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room with an elevated blood glucose level (specific value was not provided). Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Reportedly, the customer was discharged approximately 5-7 days later with the issue resolved and no permanent damage.